Event description:
Information was received that this epicardial left ventricular (lv) lead exhibited loss of capture (loc). The lead was surgically abandoned and replaced. No adverse patient effects were reported.